Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. Analysis of the leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the insulators were breach cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indication the patient died approximately six months post the implant of the crt-d system.